Event description:
It was reported that the customer had just gotten out of the hospital. Customer was hospitalized due to diabetic ketoacidosis. Customer declined troubleshooting for high blood glucose levels. Customer's blood glucose level was over 700 mg/dl during the incident. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.